Event description:
It was reported that the artificial urinary sphincter (aus) pump was not working as intended. The patient underwent a surgical procedure in which all components were explanted and replaced.